Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material: 10942011 batch#: unknown it was reported by the customer that patient's IV tubing broke by the filter, exposing patient to central line-associated bloodstream infection (clabsi) risk as well as risk of loss of access. After morning report, patient found in bed, IV tubing under patient's bedding/bunting. Line leaking into bed, and blood backing up into lumen. Unknown how long line was broken in this fashion. Patient stable, recommend ensuring lines are visible at all times and not under patient or bedding. Trace lines during off-going report with nightshift rn. There is a clear break in the line that seems to be a manufacturing issue as the medline tubing completely disconnected from the connection hub. In this case, the bd alaris pump infusion set was connected to a total parenteral nutrition (tpn) filter in which the infusion set tubing disconnected from the connection hub. This could have resulted in significant patient harm as blood backed up into the filter and put the patient at significant risk for a clabsi. Bd alaris pump infusion set ref #(B)(4) lot # 1023125196 is currently stocked in our unit, exact lot number of defective product unknown as packaging was discarded once lines were hung on nightshift.

Manufacturer narrative:
It was reported that the tubing separated from the connection hub. One photo was taken by the customer that confirms the complaint and a quality notification was sent to the manufacturer. From the manufacturer's investigation, it is not possible to identify a potential root cause from just the photo. A DHR was performed on the possible lot: a device history record review for model 10942011 lot number 23125196 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.